Manufacturer narrative:
(B)(4).

Event description:
The pt experienced no stimulation sensation following exposure from a security gate at (B)(6). The device was turned off during exposure. The pt ws not able to adjust stimulation. All the lights lit up appropriately on the pt programmer, the upper limit was reached. The pt programmer was working as intended. Additional information has been requested.